Event description:
Boston scientific received information that this patient expired during a cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure. Defibrillation threshold (dft) testing was being performed when the patient went into a rhythm that could not be converted. Later it was reported that the patient had passed away from pulseless's electrical activity (pea). There was no reported device allegation.

Manufacturer narrative:
Boston scientific technical services (ts) reviewed stored episode from the time of death and it appeared the patient was in fine vf that was unable to be sensed by the device, however this was normal device function given the morphology of the vf. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.